Manufacturer narrative:
Device operator is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were at least four instances in the past two months of tubing leakage where the patients have noticed white residue around the filter. The infusion rate of the pumps typically range from 2-3 ml/hr and the crystallization from leakage occurs at minimum 9 hours after pump started running. Patient was receiving expected 46 hour infusion. Event occurred after leaving infusion clinic. Patient had received infusion in the past without issue. The product didn't issue contribute to patient or clinical injury but caused inconvenience to patient returning to clinic for replacement.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.